Event description:
Neurosurgeon was inserting a medtronic ventricular ii external ventricular drainage catheter product code 50318, and the ventricular catheter snapped off while in patient during procedure. Neurosurgeon attempted to replace two different times and each time the medtronic ventricular drainage catheter snapped off and in one catheter, snapped in several places. Lot #7025160. Due to the medtronic evd catheters breaking off, the surgeon was delayed (implanted a different manufacturers evd catheter at this point) in relieving the intracranial pressure of the brain, and the patient developed pneumocephalus. On (B)(6) 2017 neurosurgeon tried to implant 3 different medtronic ventricular catheters and each one snapped and broke during procedure, some breakage happened after the catheter was sutured in the ventricles of the patient's brain. Medtronic was notified immediately. Their lack of response to this huge patient safety issue is appalling.